Event description:
It was reported that (1) device was used during a tonsillectomy. It was reported by the rep that the instrument was used on a routine procedure. Several days post-op, the pt called the surgeon and complained that pt no longer could taste food. More info to follow. 06/07/2000 the device used was a harmonic scalpel device, but the exact codes are unknown.